Manufacturer narrative:
(B)(4). The device involved in the event was not returned. No lot number was provided; therefore, no review of batch documentation could be performed. Stoma site infection is a known complication of a peg tube placement. No malfunction or defect of the peg was described. If any additional information received a follow up report will be submitted.

Event description:
On (B)(6) 2016, patient underwent procedure for the percutaneous endoscopic gastrostomy (peg)tube. On an unknown date the patient had a stoma infection. On (B)(6) 2016 the physician prescribed bactrim for the stoma site infection and was discontinued on (B)(6) 2016.